Manufacturer narrative:
The customer¿s report of tubing separating at safety clamp and leaked was confirmed. During visual inspection, it was noted immediately that macrobore tubing was completely separated from the lower fitment. The cavity number of the lower fitment is f32. The distal portion from the lower fitment was not returned back for evaluation. Visual inspection under microscope noted that some evidence of solvent was applied at the lower fitment engagement where the tubing inserts. Functional testing of the returned set was deemed necessary due to tubing being separated at the component engagement. Fluid was leaking from the separation of the used set. The root cause due to insufficient solvent being applied at the junction of the tubing to the lower fitment component.

Event description:
It was reported that the tubing separated at the safety clamp and leaked. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing separated at the safety clamp and leaked. There was no patient harm.